Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, e1, e2, e3, g2 (health professional should be blank), g3. Correction to g3 of the initial medwatch. The aware date should be 14/06/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. No physical damage was confirmed at the place where the foreign material remained. The event can be detected and prevented by following the instructions for use which state: cf-290 series operation manual chapter 3 preparation and inspection. Cf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection of the colonovideoscope, white foreign material was identified in the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.